Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-03139. It was reported the patient had a headache following the trial implant procedure on (B)(6) 2017. The headache was reportedly worse when the patient was in a upright position and walking. Follow-up revealed the headache was resolved. The explant date of the trial leads is unknown.